Event description:
Malfunctioning pacemaker lead was drawing excessive power from the pacer, so the pacer and the lead were replaced. It required an overnight hosp stay in ICU, and an operating room procedure the defective led was not removed.